Event description:
The customer reported that the system locked up during use due to a control panel processor error. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.